Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that mild device degeneration and aortic stenosis occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not given with any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). First degree atrioventricular block (av) and left bundle branch block were noted post bav. A 23 mm lotus valve was advanced and deployed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Two days later, the subject was discharged on clopidogrel and warfarin. In (B)(6) 2019, 1450 post index procedure, echocardiogram revealed mild degeneration of lotus valve causing moderate stenosis and mild aortic regurgitation. The event was treated with medications. At the time of reporting the outcome of the event was considered to be not resolved.

Event description:
Respond study it was reported that mild device degeneration and aortic stenosis occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not given with any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). First degree atrioventricular block (av) and left bundle branch block were noted post bav. A 23 mm lotus valve was advanced and deployed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Two days later, the subject was discharged on clopidogrel and warfarin. In july 2019, 1450 post index procedure, echocardiogram revealed mild degeneration of lotus valve causing moderate stenosis and mild aortic regurgitation. The event was treated with medications. At the time of reporting the outcome of the event was considered to be not resolved. It was further reported that on 11-aug-2020, the event was recovered.

Manufacturer narrative:
Patient identifier: (B)(6).